Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.4. Hardware: iphone17.3. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalized (B)(6) 2026, due to elevated blood glucose levels after an unspecified duration of pod wear on the abdomen. Blood glucose values were reported to have reached approximately 612 mg/dl. Reported symptoms included feeling unwell, vomiting, increased urination, and diarrhea, with the patient describing his condition as feeling close to dying. The patient stated that healthcare professionals diagnosed diabetic ketoacidosis. The patient reported receiving potassium as treatment during hospitalization but was unable to provide further treatment information. The patient reported being discharged on (B)(6) 2026.